Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the ampulla bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, while the physician was performing sphincterotomy the cutting wire broke. A photo was provided by the customer and showed that the cutting wire broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same model device. There were no patient complications reported as a result of this event. Note: it was reported that the exposed cutting wire was not fully exited the endoscope when the device was energized; however, according to the instructions for use (IFU), verify that the cutting wire has exited the endoscope by visualizing it on the endoscope monitor. Failure to do so may result in contact between the cutting wire and the endoscope while electrical current is applied. This may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the ampulla bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, while the physician was performing sphincterotomy the cutting wire broke. A photo was provided by the customer and showed that the cutting wire broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same model device. There were no patient complications reported as a result of this event. Note: it was reported that the exposed cutting wire was not fully exited the endoscope when the device was energized; however, according to the instructions for use (IFU), verify that the cutting wire has exited the endoscope by visualizing it on the endoscope monitor. Failure to do so may result in contact between the cutting wire and the endoscope while electrical current is applied. This may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results: the returned jagtome rx 44 was analyzed, and a visual and microscopic inspection found that the cutting wire was blackened, kinked and broken from the proximal pierce hole. Media inspection was performed on the picture provided by the customer, where it was possible to observe that the cutting wire was broken and kinked. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. The results of the analysis performed on the returned device found that the cutting wire was blackened and broken. Additionally, according to the information provided by the costumer the exposed cutting wire was not fully exited the endoscope when the device was energized; however, per the instructions for use (IFU), "warning: verify that the cutting wire has exited the endoscope by visualizing it on the endoscope monitor. Failure to do so may result in contact between the cutting wire and the endoscope while electrical current is applied. This may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope. Therefore, the most probable root cause will be classified as failure to follow instructions. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The IFU contains detailed device information and instructions for the device use. Additionally, it was confirmed that the following adverse events are anticipated in the IFU: "wire break". Also, there is evidence that the device was improperly used per the IFU, the IFU cited: "warning: verify that the cutting wire has exited the endoscope by visualizing it on the endoscope monitor. Failure to do so may result in contact between the cutting wire and the endoscope while electrical current is applied. This may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope". Also, there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.